Event description:
The accel high-flow stopcock extension set (product code d620) will not support injection rate 1cc/sec. When attempting to inject at this rate the stopcock leaks from its selector switch.

Event description:
Add'l info rec'd from rptr: 6/7/02: problem caused by user error. D620 stopcock is labeled as not to be used with pressure injectors.